Event description:
It was reported that pump displayed malfunction alarm code 16 that could not be reset, and no notable events occurred before malfunction. There was no reported impact to the customer¿s blood glucose level. Customer was advised to contact healthcare provider for backup insulin therapy, was instructed by technical support on how to place pump into storage mode before return, and was informed that in-warranty pump would be replaced and problematic pump should be returned using prepaid label within 10 days.